Event description:
Us complainant reported the patient was on impella cp support. While on support, the patient¿s impella access leg was noted to be cooler in comparison to the other leg but a dopplerable pulse was present. After removal, the patient¿s leg remained cooler than the opposite leg. The right foot was also noted to be markedly paler. Pulses present by doppler in bilateral lower extremities (ble) after explant. Vascular surgery was consulted but at this time there is no plan for vascular intervention. The patient survived the event.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined. Corrections to the initial MFR report: h6 impact code 4627 changed to 4641.